Manufacturer narrative:
There are multiple patients. All known patient information is captured in the literature article. There are multiple unknown event dates between august 2011 and july 2016. The 510k: this report is for unknown titanium elastic nails/unknown lots. Part and lot numbers are unknown; UDI numbers are unknown. Implantation and explantation dates are unknown. Complainant parts are not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4).pdf].

Event description:
This report is being filed after the review of the following journal article: mani, k., acharya, p., sigdel, a., (2016), titanium elastic nailing system (tens) for tibia fractures in children: functional outcomes and complications. J nepal medical association 2016, volume 55, pages 55-60., nepal. The aim of this study was to evaluate the functional outcomes and possible complications after surgery including recent literature reviews of tibia fractures in children fixed with titanium elastic nails. Between august 2011 to july 2016 the study was conducted on 45 patients. The 45 patients included 28 males and 17 females with ages from 2-7 years. All patients were implanted with unknown synthes titanium elastic nails under general anesthesia. Patients were evaluated at two weeks, six weeks, three months, six months, and one year post-operatively. Complications were reported as follows: there were 2 patients who experienced malunion, 4 patients had delayed union, 3 patients had limb shortening, 2 patients had limb lengthening, 2 patients had superficial infection at nail entry site and one patient had case of re-fracture. There were 6 patients who had nail prominence and skin irritation. This report is for an unknown synthes titanium elastic nail. This is report 1 of 1 for (B)(4). A copy of the literature article is being submitted with this medwatch.